Event description:
It was reported: screwdriver tip breakage during surgery. There was no downtime. The procedure was completed with another screwdriver bit.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.